Event description:
It was reported that the patient passed away due to complications related to cholangitis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Correction: this event was determined to be a non-complaint. Section h6 was updated. Manufacturer's investigation conclusion: it was reported that the patient expired. The cause of the patient outcome was listed as complications from cholangitis. Additional information regarding the event, which included product return availability, was requested from the account; however, nothing further has been communicated at this time and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) and patient handbook (rev. D) outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.